Event description:
It was reported that the unknown bd pen needle experienced cannula breakage. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the needle is broken on the non-patient end. Verbatim: rear cannula end is broken. Date received complaint: 26.02.2019. Date received the sample: 15.03.2019. Pir: (B)(4).

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose bd pen needle without the tear drop label attached (used). Consumer reported rear cannula end is broken. The returned sample was examined and exhibited a broken non-patient end cannula and bent patient end cannula. No manufacturing defects were observed after further examination with microscope; both issues were likely caused by user error. Unable to perform DHR review due to unknown lot number for needle broken npe & bent cannula pe. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue (broken npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned sample. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd pen needle experienced cannula breakage. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the needle is broken on the non-patient end. Verbatim: rear cannula end is broken date received complaint: 26.02.2019. Date received the sample: 15.03.2019. Pir: (B)(4).